Manufacturer narrative:
The device is still implanted and is unavailable for evaluation. The lot number is unknown so a manufacturing review could not be determined. The customer / sales rep confirmed that no further information will be released by the hospital or surgeon due to the hospital policy. No x-rays were provided. From the IFU: "the surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. The size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device." As the screw was not returned and no further information was released by the hospital, a definite root cause cannot be determined. Excessive post op activity level or not following the surgeon's recommendations, excessive torque on the device, poor fixation construct, and/or improper rod bending, poor bone quality, improper screw hole prep,and/or patient fall are possible root causes from the risk table.

Event description:
A physician reported that a serrato polyaxial screw at either l4 or l5 was seen to be fractured during the patient's scheduled six-month post-operative check-up. The patient has experienced no adverse consequence and revision is not deemed necessary by the physician.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that a serrato polyaxial screw at either l4 or l5 was seen to be fractured during the patient's scheduled six-month post-operative check-up. The patient has experienced no adverse consequence and revision is not deemed necessary by the physician.